Event description:
It was reported via voluntary medwatch that the patient experienced asystole and dizziness. It was noted that the lead exhibited pacing problems and loss of capture. The patient required temporary pacing, as the device kept losing capture after setting adjustments. When the new temporary pacing lead was placed, the capturing issue persisted. The lead was found to be fractured. The lead was capped and replaced. The patient¿s condition during and after the procedure was not reported.